Event description:
Boston scientific received information that the right atrial (ra) lead exhibited high, out of range pacing impedance measurement. No evidence of noise. Other lead measurements were unknown. Boston scientific technical services (ts) advised that patient should be brought in the clinic for further evaluation to see if threshold and sensing were affected. Attempts to obtain additional information were unsuccessful. This ra lead remains in service. No adverse patient effects were reported.

Event description:
Additional information received that patient was admitted and had pacemaker mediated tachycardia (pmt) and loss of capture (loc). Pacing lead impedance measurement was noted to be increasing since last year and was noted to be greater than 3,000 ohms at this time. In addition, high threshold measurements and loss of sensing were reported. Boston scientific technical services (ts) reviewed the strips sent and discussed that the patient could have been sensing in the atrium and ventricular pacing at the maximum tracking rate (mtr) causing inappropriate pmt break which could have put the patient into retrograde conduction. A surgical procedure was then performed where this ra lead was surgically abandoned and capped. This ra lead is no longer in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.